Event description:
Per cnss communication: date of phone visit: (B)(6) 2022. Complaints: remodulin overdose due to loose pump cap resulting in ems activation and 3 day hospital admission. Pt reports was just discharged home on sunday (B)(6) 2022 after a 3 day stay in ICU after a remodulin overdose. Pt states had woken up one morning to pump vibrating/alarming picked up pump to assess situation and apparently the black cap o top of the pump was loose. Because of this while handling trying to remedy situation pt accidentally pushed the cartridge syringe down onto the pushrod subsequently injecting an excessive amount into site/body. Pt immediately yanked out sq site and it bled but he could also see clear discharge of excess medication. Pt called 911 immediately, within 5-10 minutes started experiencing immediate uncontrolled diarrhea, vomiting, dizziness, hypotension. Ems arrived was able to get pt into a wheelchair and by the time he got to the ambulance was beginning lose consciousness. Bp dropped into 40s and ems team placed defibrillator pads on "it" and began coding him. They didn't shock him or beg in compressions but he did get epinephrine. Pt was brought to (B)(6) hosp where he was stabilized and after 12 hrs was transferred to ucsf and admitted into the ICU. Pt reports he's okay now, "bo" still remains higher than usual; usually runs around sbp 95-105, now is in the 130s "systo ic." Also had an episode of dizziness the other day, resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? 911 call and in ICU for 3 days. Is the actual device available for investigation? No; did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Na. Pt was hospitalized. Was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by health professional.